Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction inadvertently. The initial medwatch reported that the surgeon stepped on the foot pedal to perform the electric resection but the device reported an e006 with the message "insufficient conductivity displayed" and, there was abnormality in the cable. It was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, after the high frequency electrosurgical unit was connected, the surgeon stepped on the foot pedal to perform the electric resection but the device reported an e006 with the message "insufficient conductivity displayed". Additionally, there was abnormality in the cable. The issue occurred during a therapeutic uterine cavity electric resection surgery. The procedure was finished with a similar device, however a delay of approximately 10 minutes occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.